Event description:
The reporter indicated that on (B)(6) 2023 a 12.1mm, vicm5_12.1, -3.50 diopter, implantable collamer lens tore/broke during injection into the patients left (os) eye. The lens was implanted,removed and replaced intraoperatively with no patient injury and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #: (B)(4).